Manufacturer narrative:
Result: footboard pcb board.

Event description:
It was reported by service report that the bed was displaying an intermittent communication failure on the scale. No pt involvement or adverse consequences were reported.